Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device does not hold charge. During testing, the field service engineer (fse) found the device to display "battery depleted" with an empty battery icon. The device was then powered off and back on with a/c, at which time, the device displayed a "keep device plugged into a/c" message. The device passed self test while powered on with a/c. Once the device was disconnected from a/c power it displayed a "depleted battery" message and powered off. The battery was replaced and the "change battery" soft key was depressed. In addition, during a review of the device alarm log, it was found to have alarmed for n56 (replace battery) multiple times. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.